Manufacturer narrative:
Eval: the suspect device was not returned for our eval, only the lot number was provided. Unfortunately, without the actual complaint device, we were not able to determine with certainty how this incident occurred. However, considering the info provided, it is possible the device met with resistance beyond its intended design. This device is inspected 100% by our qc dept for bends, kinks, adequate joint strength and other surface imperfections prior to shipping. We will continue to monitor for similar situations.